Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout, the right ventricular (rv) lead was noted to be in unipolar, with high impedance and high bipolar threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.